Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -8.5/+6.0/072 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens had a refractive surprise and remains implanted.

Manufacturer narrative:
DHR evaluation: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim #(B)(4).